Manufacturer narrative:
Pump passed displacement test and self test. Pump received with cracked case battery tube and moisture damage on electronics assembly.

Event description:
The customer reported via phone call that the crack on the right side of the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that he noticed that there was some humidity on the inside of the screen. Customer stated that the keypad was responsive. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.